Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), ubd: 01-jan-2050; product ID: 9733438, serial/lot #: (B)(4), ubd: 01-jan-2050. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transphenoidal tumor resection procedure. It was reported that the site lost ability to track instruments during the case. It was noted that the manufacturing representative had recently replaced the internal and external cables as well as checked the network device interface (ndi) toolbox for fault and error codes. The manufacturing representative also noted that he had recently replaced the camera with a refurbished camera and this issue had occurred since doing that. The manufacturing representative suspected that the refurbished camera was causing the issue. The site used another navigation system to complete the case. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.